Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00381 it was reported the patient suffered a fall and afterwards was not receiving effective therapy. X-rays were taken and confirmed a lead migration. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00381. Follow-up information indicated surgical intervention was undertaken and one lead was explanted and replaced. The second lead remains implanted as it was providing effective therapy. Postoperatively, the patient reported receiving effective therapy from both leads and the issue is resolved.